Event description:
It was reported that the customer passed away due to a heart attack caused by high blood glucose. It was stated that the customer was not wearing the insulin pump at time of death. Previously, the customer's insulin pump alarmed motor on (B)(6) 2013, and he was going to program the device on (B)(6), but he did not get it programmed. The mother is not sure where the device is. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.